Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated that the posterior needle tip was ejected from the shank prior to needle deployment resulting in the device no longer able to be used to achieve hemostasis. The probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the device did not work. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.